Event description:
Customer reported a hospitalization for high blood glucose. She reported that she had been frequently experiencing blood glucose over 300 mg/dl. The insulin pump passed the self test. She stated that she had changed the infusion set four times over the prior few days but that only one had a bent cannula. She treated with manual injections. The blood glucose reading was 649 mg/dl at the time of the event. She stated that threshold suspend will activate during the night and that her blood glucose reading will be over 300 mg/dl. Customer declined troubleshooting for high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.